Event description:
The customer obtained imprecise vitros phyt quality control results while using the vitros 5600 integrated system. No patient samples were tested during the interval that the imprecise quality control results were obtained as the test had not been put into routine use in the laboratory. Biased results of the direction and magnitude observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise phyt quality control results were obtained from the vitros 5600 integrated system. An ocd field engineer performed an alignment of the immuno-wash subsystem and replaced the cm timing belt to return the instrument to expected operation. Following this service activity, acceptable phyt performance was observed. The investigation was unable to determine a definitive root cause. However, the event was instrument related.